Event description:
During the operation, the metallic part was separated from the plastic part of the support device. While inserting the panta nail between the lantus and tibia, the surgeon used a hammer to help with insertion. The surgery was completed despite difficulties in introduction of the distal traction bar (compression was done with one rod). The tibial distal screw was aligned outside the nail. The customer confirmed that there was no immediate impact on the patient. No other surgery was necessary.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.